Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient had no falls but at some point did something with their dog where they were pulled by the leash. This would be the only physical thing they could tie it to. The pain subsides when the stimulation is off but it was still present. The pocket site was painful to the touch when the palpated, even when it was off. The pain was most severe when it was on. There was redness at the pocket site. The patient was hurting so bad that they went to the ER on (B)(6) weekend. The pain pushed beyond the pocket site, it radiated along the flank area. The patient circled around the torso from the left flank to the right. The physician did an x-ray on the day of the report but nothing seemed to be abnormal. An impedance check was attempted but had to stop midway through due to the pain it was causing the patient. The plan was a potential revision but they physician wanted to see about a complete device replacement. It was noted that it was possible there could be a fluid shunt or an issue with the grommet or seal. The impedances that they did see were all within range nothing over 1000 ohms, all within 7-800 ohms. Electrode impedance 0/1- 921 0/2- 903 0/3- 892 0/4- 857 0/5- 788 0/6- 775 0/7-839 0/8- 867 0/9- 873 0/10- 835 0/11- 821 0/12- 835 0/13- 860 0/14-892 0/15- 839 . The lowest valued appeared to be 552 on (B)(6) and the highest appeared to be in the low 900s. Group impedances for a1 showed 502 ohms at 2.513 ma. It was reviewed that the longevity was 90 months from beginning of life to end of life. On (B)(6) 2015 additional information was received indicating that the physician was in the process of scheduling a revision. The patient was unable to use the stimulator at this time due to the pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).